Event description:
Customer reported that an event occurred in which a patient was harmed; however, they declined to provide any information about the patient, the details of the event or the patient outcome. All that is known is that the facility was investigating all possible causes of the event logs to determine user programming. The biomed did not identify any anomalies or issues during the investigation. There is no allegation of any device malfunction. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer has declined an event log review and the device evaluation. Since no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.